Event description:
Customer reported difficulty filling the ventilator bellows. Customer also reported pt may have been light during the case. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Date of event-11/19/97. Date of completion of initial investigation-12/09/97. Event determined to not be reportable. Complaint reopened base upon receipt of new info-05/11/98. Event determined to be a reportable event.